Event description:
A malfunction on the customer's pump was reported and no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.